Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report a no delivery alarm. Customer's blood glucose reading was 130 mg/dl. Customer performed troubleshooting and the insulin pump still alarmed no delivery. The customer was advised to discontinue the device and revert to a backup plan. The device was replaced and was returned for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing including idle current test, run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. No excessive no delivery alarm noted. The insulin pump was received with minor scratched display window.